Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09600. It was reported that partial stent deployment and stent damage occurred. The 95% stenosed long target lesion was located in a non tortuous, highly calcified and chronically total occluded right superficial femoral artery (sfa). A jetstream atherectomy catheter was used but was only able to get through approximately 1/3 of the lesion as the rotational speed kept slowing down. The physician then selected to continue the procedure with dilation using 3 lutonix drug coated balloons. A dissection was then observed and stenting was required. The physician then selected a 7x200x130 innova¿ stent and advanced the stent via a contralateral approach over a .014 non-bsc embolization protection system. Deployment was initiated and it was noted that the thumbwheel met a high amount of resistance as the physician was turning the thumbwheel. The stent deployed 50% of its length then deployment stopped. The physician then attempted to use the pull grip to deploy the remainder of the stent and still the stent did not fully deploy. The physician then broke the handle to deploy the stent and several kinks on the catheter where the thumbwheel operates were observed. 35% of the stent deployed correctly, however in attempts to deploy the remainder of the stent, the stent became severely elongated. The physician then prolapsed the proximal end of the stent on itself so that it wouldn¿t jail the profunda artery. Two additional non-bsc stents were implanted to tack up the elongated innova¿ stent. The procedure was completed with ballooning. No further patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire stuck in the device. The outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was opened when returned. The handle shell was not returned. Visual examination showed slight buckling at the nosecone. There was also buckling on the outer sheath approximately 35cm from the nosecone to 48cm distally. The mid-shaft showed damage 1cm from the retainer clip. There were also kinks on the mid-shaft approximately 15.5cm to 17.5cm from the retainer clip. The stent was not returned in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable cause of the reported difficulties may be due interaction with another device. The innova dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09600. It was reported that partial stent deployment and stent damage occurred. The 95% stenosed long target lesion was located in a non tortuous, highly calcified and chronically total occluded right superficial femoral artery (sfa). A jetstream atherectomy catheter was used but was only able to get through approximately 1/3 of the lesion as the rotational speed kept slowing down. The physician then selected to continue the procedure with dilation using 3 lutonix drug coated balloons. A dissection was then observed and stenting was required. The physician then selected a 7x200x130 innova¿ stent and advanced the stent via a contralateral approach over a .014 non-bsc embolization protection system. Deployment was initiated and it was noted that the thumbwheel met a high amount of resistance as the physician was turning the thumbwheel. The stent deployed 50% of its length then deployment stopped. The physician then attempted to use the pull grip to deploy the remainder of the stent and still the stent did not fully deploy. The physician then broke the handle to deploy the stent and several kinks on the catheter where the thumbwheel operates were observed. 35% of the stent deployed correctly, however in attempts to deploy the remainder of the stent, the stent became severely elongated. The physician then prolapsed the proximal end of the stent on itself so that it wouldn't jail the profunda artery. Two additional non-bsc stents were implanted to tack up the elongated innova¿ stent. The procedure was completed with ballooning. No further patient complications were reported and the patient's condition is fine.